Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarms on the device. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The motor was tested outside of the device and passed. There was no motor error alarm and the device functioned properly. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 402 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer performed the self-test and displacement test successfully. Customer advised the alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.